Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the damaged haptic of an intraocular lens (iol) was noted after the lens was inserted into the patient's left eye. The iol was removed during the same procedure and another lens of same model and diopter was used as the replacement iol. There was a delay in the procedure, however, there was no patient injury and no other intervention was required. There was no issue after placing the replacement lens and the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 31, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge tip of an uncoated cartridge. Initial inspection revealed that the iol was also torn. The lens was removed from the cartridge and cleaned, revealing that both haptics were bent, the optic body was scratched, and it was damaged from being folded inside of the cartridge. No further issues could be observed with the lens. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.